Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 analysis summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the strap12 device was returned with the cannula shaft broken without the cannula cap. In an attempt to replicate the reported incident, fire testing was not conducted because device found that it was returned with the cannula shaft broken. The instrument was disassembled; upon disassembly 4 straps were found inside cannula shaft. The event reported is related to improper use of the device. As per instrument condition, seems that the device was mishandled (application of excessive force) at an unknown point and the cannula was damaged. As part of ethicon¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A review of the batch manufacturing records was conducted, and no related non-conformances were identified.

Event description:
It was reported that a patient underwent a laparoscopic inguinal hernia repair procedure on 21-mar-2023 and absorbable straps were used. During surgery, the absorbable anchor fixation device is opened, but it does not function properly (the anchors do not come out), so a new device is requested. Investigating with the instrumentalist, he stated that the first strap came out and after that the following ones did not come out. They proceeded to remove the product from the cavity and shoot from the outside, evidencing that the strap came out, so they inserted the device back into the cavity and at the time of shooting the strap did not come out, so they proceeded to request a new device, finishing successfully the surgery. There were no adverse patient consequences. No further information was provided.